Event description:
Customer's mother reported customer's insulin pump alarmed when he was changing his reservoir. Customer's blood glucose was 318 mg/dl. He treated with manual injections. Customer is stuck in the rewind loop and insulin is squirting out during the manual prime process. Customer's mother declined troubleshooting and wants the device replaced. The device is being replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. The insulin pump passed displacement test and self test and no alarm noted. The insulin pup has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.